Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: (B)(4), model:sc-2316-50e, serial: (B)(4), batch: 7092081.

Event description:
It was reported that the patient was experiencing a tight band and mild discomfort under the shoulder blades and in the left ribs. It was also stated that the rib discomfort worsened due to a change in the stimulation coverage area from the left leg to the left rib cage. The patient had a reprogramming however, the pain areas were not captured. The patient underwent a lead pull. The physician noted that the patients symptoms were caused by spinal stenosis and that the leads migrated laterally which made the rib discomfort worse. The patient was doing well postoperatively as the symptoms improved after the procedure. The explanted devices will not be returned as they were discarded.